Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for failed back surgery syndrome and degenerative disc disease. It was reported that patient device was end of service (eos). Implant noted to be only 8 years old. No symptoms and no further complications were reported.